Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to charge his scs ipg after experiencing a fall. It was also reported the pt was hospitalized as a result of the fall. The pt has since been released from the hospital and his scs system is to be explanted in order for him to have an MRI and undergo a spinal fusion procedure.